Event description:
It was reported that during a recanalization procedure, the catheter and guidewire allegedly jammed and overheated. It was later reported that while transporting the patient to the post operation area, the patient¿s bp dropped and crashed. The patient reportedly expired.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. Expiry date: 08/2024.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. Much blood was visible in the shield housing and few blood was in the collecting bag. Also, guide wire looked like not used with no sign of usage and the coating was totally fine. There were no deformation, abbreviation, blood and other materials visible. A catheter was physically investigated. The catheter showed a high amount of blood. The catheter doesn¿t show any damage, kinks and breaks. The catheter was rotated with magnet, without flushing before. The guide wire could not go through, 8cm from the tip and the guidewire was removed and tried again. It was possible to get the guide wire through the whole length of the catheter. After flushing full aspiration capacity could be reestablished. No malfunction was detected. The investigation is unconfirmed for the reported issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure in the iliofemoral vein, accessing from the ankle, the catheter and guidewire allegedly jammed and overheated. It was later reported that while transporting the patient to the post operation area, the patient¿s bp dropped and crashed. The patient reportedly expired.